Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system experienced a scope communication error b30. The issue was found during an unspecified procedure and the intended procedure was finished with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection, however, technical assistance center (tac) provided remote troubleshooting, and customer was getting b30 errors using the video system center. The customer tried three scopes on the same tower and had the b30 error but was informed that the b30 error from the first scope should be cleared and that the scopes should not be connected one after the other with the light source turned on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.